Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The second graftmaster, is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. In this case, the artery reportedly had sutures and was tortuous which likely contributed to the difficulty reaching (physical resistance) and subsequent inability to completely seal the entire perforated area. It was reported that the graftmaster stent was used in the hepatic artery, which is not listed as an indication in the graftmaster otw instructions for use (IFU): the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It does not appear that use in the hepatic artery itself would have contributed to the reported complaint. In the provided documentation, the physician has already acknowledged this reported improper use and justified it by the emergent need and no other available options. It was also reported that the graftmaster stent was inflated to 18 atmosphere (atm), which is above the rated burst pressure (rbp) of 16 atm. The graftmaster otw IFU states: do not exceed rated burst pressure or expand the stent graft beyond 5.0mm. In this case, there was no report of a balloon rupture, and it does not appear to have contributed to the reported difficulties as the deployed outer diameter at 18atm would not exceed 5.0mm per the product compliance chart. During manufacturing, all stent delivery systems are visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement, proper stent deployment (including foil damage) and rated burst pressure. A review of the device history record revealed no nonconforming material records associated with this lot, and a query of the complaint handling database revealed no other incidents reported for physical resistance or leak/failure to seal for this lot. The reported complaint appears to be related to operational context and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 3.5 x 26 mm graftmaster covered stent was used to treat a leak in the hepatic artery of a recent kidney transplant patient; however, due to tortuosity and suture lines in the artery, it could not reach for full coverage of the perforated area and required the use of a 4.0 x 16 mm graftmaster stent which was placed distal to the previously placed graftmaster. A small leak was still noted and a non-abbott stent was used to completely seal the perforated area successfully. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, the following information was received: both graftmasters were inflated to over rbp to 18 atmospheres.